Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the dilator bunched when the physician tried to pull the mesh leg assembly through the sacrospinous ligament. The physician then tried to pull the leg assembly through the ligament using hemostats, and 3-4 millimeters of the suture, with the needle at the end, detached from the leg assembly inside the pt. The physician retrieved the suture piece with attached needle from the pt using hemostats. The procedure was completed with this device, with no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.